Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a of grade 4+, a prolapse posterior leaflet, and atrial fibrillation (af). A mitraclip xt was inserted and deployed on the mitral valve. A second clip, mitraclip xt was inserted. However, while adjusting the second clip in the left atrium, it was observed that the first clip detached from the anterior mitral leaflet (aml) and remain attached to the posterior mitral leaflet (pml) (single leaflet device attachment /slda). A third clip was then implanted, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delays in the procedure.